Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the water in the balloon would not be withdrawn at the catheter removal. Non-rupture method (cut around the inflation valve) was attempted, but failed. Then the user forcibly pulled on the catheter, and finally it was removed with the balloon still inflated.

Manufacturer narrative:
The reported event was confirmed as use related. Visual inspection noted a cut at the inflation funnel, which was not returned. A tear on shaft, 24cm from bifurcation was observed. The sample was dissected and salt accumulation was found inside of the lumen causing blockage, which made it difficult for water to flow through. Per functional testing, a needle syringe was used to insert water into the inflation lumen, however, the water could not flow due to the presence of the salt accumulated inside of the lumen. Dimensional evaluation: concentricity (full inflation volume) n/a eye snip length n/a eye snip width n/a eye snip distance from distal cuff 8/32" eye snip distance from proximal cuff 9/32" rubberize thickness 10 thou inflation lumen coverage 11 thou balloon thickness (average) 21 thou reinforcement 123 thou the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "(1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed]."

Event description:
It was reported that the water in the balloon would not be withdrawn at the catheter removal. Non-rupture method (cut around the inflation valve) was attempted, but failed. Then the user forcibly pulled on the catheter, and finally it was removed with the balloon still inflated.